Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had image problems-bad alignment. The issue occurred during unspecified procedure. There were no reports of patient harm.

Event description:
The customer reported that the event occurred during a therapeutic ultrasound procedure. No other devices were involved in the event. There was no delay in the procedure. The device did not have a true neutral position. In neutral position, it had a curve to the left, which made it difficult to maneuver the scope to different bronchial areas. The intended procedure was completed with the same device. The procedure was not a complete failure on the device; it made things difficult due to the fact that the scope would not go into a neutral position. No error messages were displayed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: a2, a3, a4, b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.